Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is something wrong with the heartstart xl battery. There was no report of pt involvement.